Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e736 was conducted. There was no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e736 for the reported complaint issue shows no trends. Trends were reviewed for complaint category tubing leak, and no trend was detected for these category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. This case is reportable as a MDR due to the reportable malfunction, tubing leak. Since the tubing leak is associated with the kit, only one MDR will be filed for this case. Investigation complete. (B)(4). Device not returned.

Event description:
Customer reported that after a treatment procedure was completed and all cells were returned to the patient, tubing came out of the centrifuge bowl. Customer removed the bowl to empty in order to return residual volume and turned the bowl over and gently tapped it to assure all content was removed, when the green line came out, and then the clear line came out from the centrifuge bowl. Customer stated she placed both lines back, and completed the return. Customer was asked by therakos' representative if anyone was splashed with fluids or injured due to tubing falling out, customer stated bowl was already empty by then so no fluid leaked out and no one was splashed or injured. Customer stated she was able to manually return residual fluid to the patient. Patient was reported as stable. Customer will not return product for evaluation.